Event description:
It was reported that there was an error with the cgm, identified as error 42, and related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer was given complete pump reset instructions and mentioned that they did not have charging supplies at the time. The customer planned to reset the pump when ready and would follow up if the issue persisted.